Manufacturer narrative:
A patient fell and opened an incision at his ipg site was reported to abbott. The entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported that the patient fell and opened an incision at his ipg site. Surgical intervention was undertaken wherein the entire system was explanted.